Event description:
Reference medwatch 1219856-2008-00047 for report in ref to the intra-aortic balloon (iab). The pump field svc report states the following: checked the pump after iab incident occurred and the pump did not alarm. Per the symptoms: "the blood was not noticed until they removed the iab from the pt." Findings/actions taken: found blood contaminated pump assembly, drain bottle and tubing. Field svc advised the customer and parts have been ordered for the repair. The pump was not returned to svc.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.